Manufacturer narrative:
The investigation of detached inflow/outflow - great vessel has been completed. The real time (rt) log shows an impella stopped motor current high alarm when a pump start is attempted. The pump is then removed. The cause of the pump not starting was most likely a red lumen removal issue. Corrections to the initial MFR report: g1 MDR reporting contact email h6 investigation findings 114, investigation conclusion 19, investigation type 4121 added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the pump reportedly stopped as a result of the red lumen breaking off in the pump inlet. The impella cp was explanted to address the issue. The patient survived the procedure.